Event description:
It was reported that the battery performance alert was noted remotely via merlin.net. On (B)(6). The alert for device at end of life was triggered.. The patient with presyncope presented in the emergency room on (B)(6). The cause of the presyncope is undetermined. The device was explanted and replaced. The patient was stable throughout the whole procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016.